Event description:
The manufacturer received information alleging a ventilator does not power up. There was no patient harm or injury reported. The device has yet to be evaluated. A follow up report will be submitted when the manufacturer's investigation is complete.